Event description:
A hospital based user facility reported a patient completed a drain and all of their blood was returned. A 600 ml bolus dose of saline was administered when the patient became unresponsive for 30 seconds. Cardiopulmonary resuscitation (CPR) was initiated and the patient was revived. The patient was disconnected from the machine at the time they coded. The reporter stated the patient's event was unrelated to use of the device but attributed to an unspecific pre-existing medical condition. At the time of the report the patient was undergoing unspecified medical testing. According to the reporter the machine in use was evaluated by the facility's onsite biomed technician and fmc technician and the machine was cleared. Request for additional information was denied.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A medical review was performed by the MFR's physician on the available information and concluded the following: patient underwent hemodialysis presumably uneventfully, and coded after treatment was discontinued, during rinse back. No medical records are available, and a preliminary on-site biomed review of the machine did not identify any problems. The cause of the event is undetermined. A supplemental report will be submitted upon completion of the plant's investigation. Related complaints: 2937457-2013-00400, 1225714-2013-03590, 1225714-2013-03591, 1713747-2013-00540, 8030665-2013-00704.